Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to protruded and loose drive support disk. The insulin pump was unable to prime during the prime test due to a loose and protruded drive support disk. No alarm was noted for the loose drive support disk. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's husband reported customer's insulin pump had an alarm. When customer tried to prime her insulin pump, the device reset itself. Customer's blood glucose is unknown. She is at work, using manual injections. The device was not bumped before the alarm. The drive support cap appears flush. Customer's husband was advised the force sensor did not detect the reservoir during seating. He was advised the device needs to be replaced. Nothing further reported.